Manufacturer narrative:
A staff member at the hospital for a diabetic patient using vgo reported the patient is hospitalized. A hospital staff member called with questions on replacing vgos that were accidently discarded when room was cleaned. The reason for hospitalization is unknown. It is also not known if patient is wearing vgo in the hospital. No further information was provided. Root cause cannot be determined with the information provided.

Event description:
A staff member at the hospital for a diabetic patient using vgo reported the patient is hospitalized. A hospital staff member called with questions on replacing vgos that were accidently discarded when room was cleaned. The reason for hospitalization is unknown. It is also not known if patient is wearing vgo in the hospital. No further information was provided.